Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that a piece of threading at the reservoir compartment broke exposing the black o-ring. Customer does not know how damage occurred. Customer's blood glucose was 180 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with minor scratched display window, broken reservoir tube lip. No button error alarm noted. However, act and esc buttons did not respond due to flattened button dome switches.